Event description:
Repair statement customer stated problem: low o2 or yellow light. Key: sieve bed saturated. Additional malfunctions are the muffler is clogged, the 4-way valve is contaminated, the pilot valve is sticking, and the tie wraps and clamps were installed.